Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The end user wrote a letter complaining that his hands were getting swollen and were painful from holding onto the handle of the rollator. MDR filed.